Event description:
The small joint dissector was being used by doctor to shave and debride wrist. The inner blade broke off inside the left wrist cavity of the patient. A safety pause was called by the doctor. The loose piece of the shaver blade was removed from the patient. The failed device was removed from the operative field. There was no injury to the patient.